Event description:
Further information was received. A decision has been made to further monitor this device and right ventricular lead as this measurement has been increased since implant.

Event description:
Boston scientific received information that remote monitoring of this device revealed a high out of range shock impedance measurement. The physician is aware of and is monitoring this issue. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.